Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the elective ipg replacement procedure on (B)(6) 2018, the physician inadvertently cut the lead. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional information revealed that the cut lead was explanted and replaced, as well as the elective ipg replacement. Postoperatively, patient has effective therapy.